Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2013. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated, or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure the pk dissecting forceps instrument was noted to have delayed function. During cleaning there was noted to be visible disintegration of the cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.03 in length. No other cable damage was found. There were dents and damage on the distal pulleys. Engineering also found one of the grip tips was bent, causing side-to-side misalignment of grips. There was a .04 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The evidence was inconclusive, but the damage was likely due to excess force contact and mishandling.